Event description:
It was reported that the previously working remote monitor would not power on. The patient was instructed to disconnect and reconnect the power cord, and the remote monitor powered on. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the monitor was analyzed and no anomalies were found.

Event description:
It was reported that the previously working remote monitor would not power on. The patient was instructed to disconnect and reconnect the power cord, and the remote monitor powered on. The monitor was returned to the manufacturer. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.